Event description:
Ous MDR - during this last ICD replacement it was already known that there was a failure in this lead but it was not possible and suitable to replace and/or implant a new one due to difficult access. Therefore, the lead remained in place in order to avoid cardiac surgery, because it could be fatal for the patient. On (B)(6) 2014, it was noted that "several episodes were detected and a low continuity < 200 ohms was measured. The tests performed were okay".

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The analysis of the x-ray images did not show any peculiarity which may be related to the complaint description. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. For further understanding an analysis of the lead would be necessary.